Manufacturer narrative:
Section d4: controller serial number was not provided therefore UDI is not available. Manufacturer's investigation conclusion: the reported events of an lcd fault and a pump stoppage regarding the system controller were both confirmed via the provided log file. The log file contained data spanning 52 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). A replace controller alarm was observed on (B)(6) 2019 at 17:19. The alarm was caused by an internal lcd fault latching on for approximately 9 seconds. This fault status will only result in an alarm if it is active for a set period of time. The fault was self-corrected, and did not prevent the system from operating at appropriate voltages and pump speeds. The log file contained a total of 3 undefined lcd fault flags. On (B)(6) 2019 at 00:21, the patient¿s pump stopped while the mpu was in use and remained at 0 rpm throughout the remainder of the log file. The patient switched to battery power during this time, however the pump did not run with either power source, or with the backup battery. Driveline fault alarms became active at 2:02 and remained active throughout the remainder of the log file. The patient¿s phase values were observed to all be out of sync with each other during the majority of the pump stop. No other notable events occurred throughout the log file. The system controller (serial number unknown) was not returned for analysis. The root causes of the events within the log file were unable to be determined through this analysis. Information regarding the cause of the pump stop and the patient¿s current status were requested multiple times, however no responses were received. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including replace controller alarms and driveline fault alarms and how to handle specific emergencies, including the patient¿s pump stopping. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ unknown until investigation is complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A pump stop was observed while attached to the mpu. Patient changed over to batteries and was unable to get the pump started again. The emergency backup battery did not keep the pump running. There was a driveline fault that appeared at the end of the log file. During log file review, a yellow wrench was observed due to an lcd fault latching on, there is nothing wrong with the controller and does not need to be changed out. Further information was requested but not provided.